Event description:
Medtronic received info that this bioprosthetic valve, implanted 53 days, was explanted due to an unk reason.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality lab, visual inspection noted the valve was oval in shape, indicating stent distortion. Several pledgets remained attached to the sewing ring on the inflow. Most pledgets appeared to hover over all leaflets along the inflow margin of attachment with two pledgets extending 1 to 5 mm on the left cusp which could significantly reduce the inflow orifice area. All leaflets were slightly stiff but flexible. A small tear and abrasions in the left cusp, through the free margin and lunula, appeared to be due to contact with the bias cloth along the non-coronary left stent post. A large stress crease in the left cusp extending from the left right commissure along the margin of attachment appeared to be due to the distorted stent and stent posts. Glistening off-white pannus lined the sewing ring on the inflow, encompassing all pledgets causing an inward pull, resulting in further reduction in the inflow orifice area than the pledgets alone. Radiography showed evidence of moderate mineralization in the host tissue adjacent to all cusps. Conclusion: review of the device history record shows that this valve met all mfg specifications for product released to distribution. It was concluded that pt's condition, along with implant technique, likely affected the effectiveness of the device and ultimately contributed to the explant of the device.